Event description:
The doctor carried out tur-bt. During the procedure, the doctor felt that device grip was hot. After the procedure, the hand of the doctor had a blister. The procedure was completed.

Manufacturer narrative:
The device involved in the event has not been returned to MFR and the investigation has been made based on the images and the investigation results provided by the local sales organization. The particular resectoscope is a monopolar system that uses a pt plate (neutral electrode) as return electrode. If the pt plate is attached properly, the leakage currents via other paths are far below the limits given in harmonized standards of (B)(4) family. Oste has received isolated reports about light electric shocks users have experienced when building-up a pin-to-pin connection; the current density is extremely high and can cause light forms of electric shock and/or minor burns. If the contact area is bigger than punctual, this effect is not present. Based on the actual level of info, the root cause cannot conclusively be determined. A decrease in contact quality of the pt plate has highly likely been a contributing factor. Comparing to the number of procedures being performed with this product, occurrences of such phenomenon can be considered single events. The progress of patient treatment has not been affected and the severity of the harm can rather be ranked short-time discomfort. The user will be informed about the likely root cause for his experience.